Event description:
The reporter indicated, that the surgeon implanted an implantable collamer lens into the patient's eye. Surgeon notes there is 1000um, with difficulty focusing and starburst around light. Iop is normal. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - starbust, 1000um. (B)(6).